Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported issue was unable to be duplicated. The imaging system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was showing ¿connected but not ready¿ and ¿3d mode disabled.¿ the site representative who called in was not near the imaging system, so technical services (ts) could not walk him through any troubleshooting. There was no patient present when this issue was observed.